Event description:
It was reported to the manufacturer that an employee had a near anaphylactic reaction, while wearing the fluidshield respirator mask. The employee that had the reaction reported, she had worn the mask on many occasions but after a shift on a friday, she noticed a red rash on her neck and slight facial swelling around both eyes. She wore the mask again on sat and sun. The swelling worsened and itching persisted. After several days the symptoms did not improve, she went to her doctor and was given an im injection of decadron. The symptoms resolved over the next few days. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
Review of the DHR confirmed, there were no changes in raw material or manufacturing processes. Routine testing of finished product for primary skin irritation consistently tested as nonirritating. The manufacturer is filing this report conservatively due to the medical intervention with intravenous steroids. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.